Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the identified failure was traced to a known inherent risk of the device (degradation of the coating), which is an expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited an indication the ig snake tube was off. There was no patient involvement.